Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event, the patient was nauseated. There were no cgm or bg values provided; however, documentation states the reading from the dexcom cgm was "far off" from the finger stick reading. The sensor was removed and the patient was transported to the hospital. There, the bg was 340 mg/dl. The patient treated with IV insulin drip and nausea medication, and recovered after 3 days of treatment. There was no documentation of further medical evaluation or intervention. The bg at discharge was 100 mg/dl and the patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.